Event description:
Boston scientific received information that during device interrogation, longevity went from four years remaining to two years in six months. Boston scientific technical services explained this is due to change in pace percentage. No adverse patient effects were reported. This is reportable based on trend inclusion

Manufacturer narrative:
There is no further information to report. The device will continue to be monitored. This report will be updated if further information is received.